Event description:
The customer reported that after transporting the pt on battery power, the unit continued to display a "battery in use" message after the unit was plugged into the electrical outlet. The pt was switched to another unit and therapy was continued. No pt injury was reported.